Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. The device was received for evaluation; interrogation of the device revealed it was above eri when received. The device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During follow-up, premature battery depletion was suspected. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.